Event description:
It was reported that the patient had a controller communication fault alarm. The patient had a previous alarm on (B)(6) 2022 at 01:00 however, the patient cleared the alarm prior to obtaining log files. The alarm reoccurred on (B)(6) 2022. The modular cable and controller were replaced. Log file review contained driveline communication faults triggered from communication line a. Log file review from the new controller did not contain any driveline communication faults and appeared that replacing the controller and modular cable resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis and a log file was submitted and downloaded for review. A review of the log files showed overlapping events spanning approximately 5 hours (29apr2022 from 12:05:37 ¿ 17:34:52, 16may2022 per timestamp). Events occurring on 16may2022 were recorded during testing at abbott labs. Intermittent driveline communication fault alarms were active on 29apr2022 from 15:08:08 ¿ 17:32:28 due to a com_a_fault. Pump operation was not affected by these alarms. The driveline was disconnected on 29apr2022 at 17:32:29 for a system controller exchange. There were no notable alarms active in the log file. The system controller was functionally tested and passed all testing without issue. Additional testing was performed with the returned modular cable (lot number: 7102960). The controller was connected to the returned mod cable, a mock loop and system monitor and allowed to run for an extended period of time. The power cables and mod cable were manipulated by hand to no affect. The system operated as intended without any alarms or issues. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault and backup battery fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Additionally, section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.